Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member called to report the patient perhaps receiving a stroke but was uncertain of the information. The patient's family member indicated that the implantable cardioverter defibrillator (ICD) had to be reset because it wasn¿t working properly. Follow up with the patient¿s healthcare provider was to no avail. The ICD remains in use. No further patient complications have been reported as a result of this event.